Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the lateral shoulder of the femoral stem caused a trochanteric fracture. The fracture was reduced and the stem implanted with cables.